Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 37.5 mcg/day via an implantable pump. It was reported that they had high reservoir volume on 2 previous occasions but no patient symptoms. The patient reported about 2 weeks ago pain got dramatically worse. Unknown if any environmental/external/patient factors might have led or contributed to the issue. A catheter access port (cap) study done by doctor last week was not able to aspirate. The area of catheter had visible damage between anchor and catheter tip. The doctor thought at point of entrance to spine might have been the area. It was reported that the catheter was replaced and the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-jul-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Codes were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.